Event description:
I flew to have perform lasik on both eyes. Since, today's date is 2008 and going on 9 years, my vision has been distorted, I have dry eye syndrome, decentered flaps cut from the microkeratome blade, and an uneven laser reshapement, permanently thinning out my only corneas further ruining my vision for life. I have spent, trying to return my vision to normal with no luck. I have traveled around the world and have seen the best doctors, all with no fix in line. My own dr, has lawsuits and has continued to lie to myself and my family about the lasik procedure going wrong, very wrong, horrifically wrong. I want a complete investigation of my dr's lawsuits, his lies, and his unprofessional ways. He has harassed my family, attempted to sue us to the tune -he failed- because of my website that warns the masses about lasik and lasik doctors like him. I want justice. Lasik will never be safe because it is still unpredictable surgery. One person it works for, and the next go blind or have complications beyond control to deal with. At least with contacts or glasses, you can get by with sane vision. The consent form is a joke at best. It does not give the consumer all of the known and unk symptoms, side effects, and long -term problems that it should be giving them. It protects doctor while injuring the pt. Complaint and investigation on: the vision center.